Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the valve, a conclusive cause cannot be determined. (B)(4)

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve into a highly calcified native valve with calcium running into the left ventricular outflow tract (lvot), an echocardiogram showed severe central ar. It was reported that the annulus was larger than the recommended size but a decision was made to proceed with the implant. During the procedure, the valve was deployed deep extending into the left ventricle. Mild central aortic regurgitation (ar) and mild paravalvular leak (pvl) were noted. No treatment was prescribed. Approximately three days later, an echocardiogram revealed severe central ar and severe pvl which required the patient to be transferred to another hospital. Six days post-implant, a snare was used to reposition the valve into the target location. The central ar and pvl were reduced to trace and no further treatment was prescribed. No adverse patient effects were reported.